Event description:
The nurse was stuck with a contaminated needle, the needle was also contaminated with a radioactive medium. The needle was longer than the safety shield, the safety mechanism didn't lock as it should and the nurse stuck with the exposed portion of the needle.